Manufacturer narrative:
The tech replaced the siderail shoulder bolt and nut to repair the stretcher.

Event description:
Info received indicates the siderail will not latch due to a missing shoulder bolt.